Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed.

Event description:
It was reported that the pump reset the basal insulin delivery rate to 0.00 with no user interaction.